Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing three hypoglycemic episodes and has been treated by paramedics. The customer stated that the last time she was taken to the hospital due to hypoglycemia, chest pains, and seizures. The blood glucose reading was 16mg/dl. The customer stated that the second occasion she was at the doctor's office and was treated there. Troubleshooting was performed. The customer's most recent glucose reading was 121mg/dl. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen than the reservoir. No further info was provided.